Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the plunger did not engage with the iol to advance it. The surgery was completed by backup iol and using a another injector of same model. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the plunger did not engage with the intraocular lens (iol); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.